Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reports hearing beeping coming from his device each six hours for the past three weeks. He recently relocated to california and does not have a physician. The device has been implanted 3.7 years.